Manufacturer narrative:
(B)(4).

Event description:
Patient's wife contacted dexcom on (B)(6) 2016 to report that on (B)(6) 2016, patient experienced loss of connection between the transmitter and receiver. Dexcom representative advised patient's wife to reset the device. No additional patient or event information is available.